Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2014 with the following findings: on (B)(6) 2014, black box recorded a ¿loss of prime¿ warning due to a low non-zero force sensor reading. Exercised pump for 24 hours at 1 unit/hour with no ¿loss of prime warnings¿ or other eaw¿s occurring. Performed force sensor calibration check on pump, pump reading was 178 which is within force sensor specifications. Unable to duplicate customer¿s complaint. When pump is booted up the display was found to be a dim red color and vibe was not present. Audio could be heard. With the pump opened the vibration motor pins were found to be out of alignment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.